Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The icp wire had a poor detection after insertion. Surgeon changed another set and it was working. Per affiliate, no delays nor adverse consequences reported.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of quality records found that the device met all manufacturing and quality/inspection specifications prior to distribution. Evaluation of the returned device found an indentation in the catheter material 13.9 cm from the tip of the catheter. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported complaint. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The previously reported lot review information was incorrect. This report has been updated to reflect the corrected information.

Manufacturer narrative:
It was previously reported that the device would not be made available for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.